Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ secondary set experienced device damage, and leakage. The following information was provided by the initial reporter: breakage of the secondary IV set.

Event description:
It was reported that the bd alaris¿ secondary set experienced device damage, and leakage. The following information was provided by the initial reporter: breakage of the secondary IV set.

Manufacturer narrative:
H6: investigation summary : a complaint of sets breaking was received from the customer. No product or photo was returned by the customer. The customer complaint of component damage could not be verified due to the product not being returned for failure investigation. A device history record review for model 11448964 lot number 22069579 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.